Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to open/close. A field service engineer identified damage to the bumper slides on the rails. To address the issue, the engineer replaced the rear bumper slides on the rails. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the customer reported that they have an alternative station to obtain their medication.there were no adverse events or injuries reported based on this event.